Event description:
Customer reported experiencing a cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a pump replacement, advised the customer on backup therapy using multiple daily injections, and provided instructions for placing the existing pump in storage mode. The customer was informed that the new pump would have up-to-date software, and they understood the process for returning the problematic pump to tandem.